Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: pelvis'), fallopian tube perforation ('perforation: fallopian tube') and pelvic inflammatory disease ('acute pelvic inflammatory disease') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tirosint. Other product or product use issues identified: device ineffective "failure to occlude" in june 2016. The patient's medical history included tubal ligation, diabetes, endometriosis, herpes simplex, depression, hypothyroidism, anxiety, right upper quadrant pain, chlamydial infection, rash, skin lesion, pregnancy, agitated, shoulder pain, elevated bp, rhinoplasty, arthralgia, muscle ache, tendonitis, borderline personality disorder, sore throat, vaginal discharge, yeast vaginitis, bipolar disorder, heavy periods, dyspnea, adenomyosis and stress. Previously administered products included for an unreported indication: reclipsen, desogen, microgestin, buspirone, ativan, doxycycline, metronidazole, synthroid, valtrex and latuda. Concomitant products included aciclovir, aripiprazole (abilify), ceftriaxone sodium (rocephin), ethinylestradiol; norethisterone acetate (microgestin), fluconazole (diflucan), fluoxetine hydrochloride (prozac), hydroxyzine embonate (hydroxyzine pamoate), insulin, levothyroxine, lithium carbonate, lorazepam (ativan), metformin, ondansetron (ondansetron odt drla), oxycodone hydrochloride (oxycodone hcl), sertraline hydrochloride (zoloft) and valaciclovir hydrochloride (valtrex). On an unknown date, the patient started tirosint at an unspecified dose and frequency. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 months 5 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), hypertonic bladder ("bladder problems/overactive bladder"), urinary tract disorder ("urinary problems"), psychological trauma ("psych injury"), infection ("infection"), dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hyst full, oophotectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, hypertonic bladder, urinary tract disorder, psychological trauma, dyspareunia, infection, dysmenorrhoea, uterine haemorrhage, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypertonic bladder, infection, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events: "pelvic pain, abdominal pain, psych injury, migration, fallopian tube perforation, bladder problems and urinary problems". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: migration of right essure implant no occlusion of the right fallopian tube: on (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chlamydial infection, right upper quadrant pain, hypothyroidism, diabetes, rash, skin lesion, agitated, shoulder pain left, elevated blood pressure, arthralgia, muscle aches, biceps tendinitis, borderline personality disorder, vaginal discharge, sore throat, heavy menses, bipolar, yeast vaginitis, dyspnea, adenomyosis, stress concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, abdominal pain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received. Reporter information added. Events: dyspareunia, infection, dysmenorrhea, abnormal uterine bleeding, acute pelvic inflammatory disease added. On 31-dec-2019: mr received. Reporter information added. On 2-jan-2020: pfs received. Reporter information, concomitant drugs, historical drugs added. Events: abnormal bleeding (vaginal, menorrhagia), vaginal discharge added. Event bladder problems was updated to overactive bladder. Device ineffective event added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation: fallopian tube') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst full, oophotectomy unilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, bladder disorder, urinary tract disorder and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she had received treatment for following events: "pelvic pain, abdominal pain, psych injury, migration, fallopian tube perforation, bladder problems and urinary problems". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified event¿ pelvic pain, abdominal pain, general abnormal bleeding, migration, perforation fallopian tube, urinary problems and bladder problems¿. Reporter¿s information, demographics, medical history, essure indication (amended), essure insertion date (updated), essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.